Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the cause of the leads moving was uncertain. The hcp reported minimal migration but that it seemed to be persistently bothering/ happening. It was reported the leads needed more time to scar.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the battery inside the patient was hard to get connection it moves to easy. "They die just watching movement of leads". The issue of the lead was not resolved and patient was not happy about. Everyday setting could be different , hard to get right for better control and condition changes everyday.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that since implant, he ins battery is causing the recharging problems because the battery moves a lot under the skin. Patient stated that they intend to follow up with their hcps had an appointment in 2 weeks.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 24-jan-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 23-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she just found out her leads had moved. There was no planned revision and they were going to extend the current upwards to attempt to reprogram around the issue. The indications for use were spinal pain and post lumbar laminectomy syndrome. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional and the hcp. Hcp stated that the cause was typical lead migration post op, identified with flu-imaging at 3 months post op. Hcp believed that the issue was resolved. On (B)(6) 2019, patient's weight was (B)(6). On (B)(6) 2019, patient reported that there were no circumstances that led to the issue-always been movement in battery pocket. Patient received a new paddle for improved charging. The issue was resolved-does not take as long to charge. Battery under skin movement can extend charging. Weight at the time of the event was (B)(6). No further complications were reported/anticipated.